Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was high, and the patient was treated with insulin pump. The patient replaced infusion sets and resumed insulin successfully.